Event description:
I had inamed silicone implants put in me last year. Had severe reaction and many neurological problems. Implants removed in 2006. In the 10 months I had the implants in my body, I saw 2 ER docs, my pcp est. 5 times, 2 neurologists - all for severe joint, back neck pain, ringing in ears, dizziness, blurred vision, pressure in head, numb hands and feet, twitching muscles, extreme fatigue. I had head scan, numerous blood tests, 3 MRI's, two epidural spinal injections, 2 cortisone shots, 24 physical therapy visits. Many symptoms are decreasing since explantations. Until this year, I typically see my ob/gyn once or twice and my pcp once or twice each year to monitor thyroid or for cold/flu. I have never been sick like this before!